Manufacturer narrative:
(B)(4). Date sent: 2/12/2021. Additional information was requested, and the following was obtained: what staples actually deployed?: psee60a. Approximately how far did each side staple?: the sales rep could not ask the question to the surgeon. Was the cut line complete?: yes. Please describe staple form. Our sales rep received the additional information. The bleeding seemed to occur at the same time as the knife was moving. The staples were formed properly in the clamped tissue. Doctor and the sales rep confirmed the video of the procedure and it was possible that the tissue of out of the staple line was torn and the bleeding occurred. Were any clips or metal instruments used in area of firing? Doctor commented that whether no other device or tissue were clamped was confirmed from the both side at the 1st firing on the left atrial appendage. Were any unusual noises heard during firing? No. Was the device difficult to close? No. The staples that did not deploy, were they formed or unformed? Please describe shape. Formed properly. What was the primary procedure in addition to atrial appendectomy? No further information is available. What was the patient diagnosis? The sales rep could not ask the question to the surgeon. Was the bypass machine used any time prior to issue with device? No. Doctor commented that this procedure didn¿t need the bypass machine at first, but the bypass machine was needed due to this bleeding issue. What is the current patient status? The patient is stable.

Manufacturer narrative:
(B)(6). Batch # u5dj2r. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a was returned with the anvil and closure trigger opened in straight position and a gst60g loaded. A battery pack was installed on the actual complaint device. No packages were returned. A memo from hospital was included. The psee60a was loaded the gst60g on the jaw in proper, and no damages were found in appearance. The psee60a could be opened and closed as intended. After cartridge dislodging, no anomalies were found on the jaw, anvil and knife in appearance. 2 b-formed staples were found on the knife in the jaw. Additionally, one b-formed staple was found in the package for eog decontamination. The gst60g was fully fired, and 2 b-formed staples were remained in the staple pocket. No damages were found on the cartridge deck, drivers and the cartridge pan. The device was tested for functionality with a test cartridge and a test battery, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what staples actually deployed? No further information is available. Approximately how far did each side staple? The staples at the three rows on a side of the proximal end of the cartridge were not deployed about 25mm. Was the cut line complete? No further information is available. Please describe staple form. No further information is available. Were any clips or metal instruments used in area of firing? No further information is available. Were any unusual noises heard during firing? No further information is available. Was the device difficult to close? No further information is available. The staples that did not deploy, were they formed or unformed? Please describe shape. Formed. Unknown shape. What was the primary procedure in addition to atrial appendectomy? No further information is available. What was the patient diagnosis? No further information is available. Was the bypass machine used any time prior to issue with device? No further information is available. What is the current patient status? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left atrial appendectomy, massive bleeding occurred when the psee60a loading the gst60g compressed the target tissue for 10 seconds and fired at the 1st firing on the left atrial appendage. When the device was checked, it was found the formed staples at the three rows on a side of the proximal end of the cartridge were not deployed but remained on the cartridge. The artificial heart-lung machine was used although it was not supposed to be used. Another device was used to complete the case. The bleeding was stopped by the compression with hand and the additional suture. There was no problem for the patient because the bleeding was stopped. There were no adverse consequences to the patient.